Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. It was reported that one device was used after use of an 9f sheath. It should be noted that the prostyle instructions for use states: ¿for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required.¿ the IFU violation did not contribute to the difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - indication for use.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a thrombectomy interventional procedure using a 9f sheath. Reportedly, a cuff miss occurred, the suture did not come out when the plunger was pulled at step 3. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.